Event description:
It was reported that 5 days after deployment of a drug eluting taxus express2 stent, the patient died. The patient was initially hospitalized with ischemic congestive heart failure and chest pain with s-t segment depression on EKG. After initiation of low molecular weight heparin, aggrastat and intravenous nitroglycerin, the patient was symptom free. Angiography the next day revealed a severely diseased, tortuous left circumflex; totally occluded lad with collaterals from the rca. The occlusion in the lad was previously noted during angiography 10/2002. The long 25-30 mm lesion in the left circumflex was pre dilated with a maverick balloon and another manufactuer's cutting balloon. The taxus express2 2.75 x 32 mm drug eluting stent was deployed at 14 atms. Retraction of the delivery device was difficult requiring a "lot of force." The balloon appeared to have become caught on a stent strut. No other complications were noted. Angiography revealed that the vessel "looked good." Five days later, the patient developed severe chest pain. New s-t segment depression was noted on EKG. The patient went in to cardiogenic shock and died before intervention was possible. Autopsy revealed that the left circumflex artery was filled with fresh thrombi.